Manufacturer narrative:
The console is expected to be returned by the customer for evaluation. A follow-up medwatch will be submitted if additional information becomes available.

Event description:
A report was received regarding an alleged issue encountered during use of the console. The report states that the console displayed 063 mo_12_volt_supply_fail after the cross-clamp was placed and approximately 200ml cardioplegia had been delivered to the patient. The user power cycled the console several times but the issue persisted. As a result they opened the console door, unclamped the tubing and manually injected the additive and arrest agent into the heat exchanger as the arterial pressure moved cold cardioplegia to the table. The cross-clamp was placed and proper arrest was then achieved. The console was replaced with another console and the case was successfully completed. There were no patient complications resulting from the alleged issue.